Event description:
The caller reported via phone call that the customer was in the hospital. The reason for being at the hospital was unknown. The customer's blood glucose was unknown. The caller was advised that the insulin pump could not be exposed to a magnetic resonance imaging machine.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.